Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve w/flex cuff was chosen for implant. While the valve was being tested, after implant, one of the lobes split into multiple pieces and fell off of the valve. No pieces of the valve were left inside the patient. The valve was explanted in the same procedure. Another 19mm sjm regent heart valve w/flex cuff was then implanted as a replacement. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of leaflet dislodgement and the fracture was reported. The investigation found that one leaflet had been dislodged and fractured into two pieces. The other leaflet remained intact in the orifice. The orifice was undamaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet fracture could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material.